Event description:
Rptr had implants put in. She has had problems starting 3 yrs after implantation, but she was told the problems had nothing to do with her implants. After they were removed, it was clear they had been leaking all over her body for yrs. They only were able to remove 1/3 of the silicone as the rest has migrated elsewhere. Ruptured implants removed 1/17/95.